Manufacturer narrative:
Ge healthcare (gehc) was not provided with problem details, the root cause, or resolution of this issue. The customer employs a 3rd party service company. The customer is choosing not to fix the issue through gehc. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
Reported via (B)(6) aer database: it was reported that the ventilator lost ventilation during use. A spare ventilator was used in its place. There was no injury reported.